Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cloned ssd wasn't being detected after server upgrade. The field service engineer successfully cloned another ssd (solid state drive) using version 1.8 and completed the installation without any problems. After configuring all the settings, multiple attempts to sync were made, but they were unsuccessful. The engineer then moved the ssd to a different station for syncing, which was completed successfully without any issues. The customer subsequently tested it and reported no problems. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, it has been stuck in retry mode. The customer reported that the station was down for an extended period so there were delays in medication administration. There were no adverse events or injuries reported based on this incident.